Event description:
It was reported by service report that the scale did not work. The scale plastic module was broken and the scale would not zero or read weight. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: scale board connector was loose.